Event description:
Error code 51 (found in history log).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Technical error 51 and 52 were found during device log review which confirms the reported event. The device was received at infusystem and its repair was performed by their technical team. On powering on, the pump was alarming the error 52 reproducing the reported event. Also the error 51 was found in the device history log. As per technical manual, both errors are linked to a defective speaker. This part was replaced and the device performed as expected. Unfortunately the defective speaker broke during removal so could not be sent to brézins for further investigation. Therefore the root cause of this defect remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.